Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to component. Field service engineer replaced the controller cards and pyxibus cable, subsequently configuring all drawers and updating the firmware and application to address the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system all drawers are failed and not detected on bus. The customer reported that users were unable to remove medications from drawer while attempting to issue the medication to the patient. This resulted in a delay in the dispensing process. There were no adverse events or injuries reported based on this event.